Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was over delivering. Customer stated that he notice that 17 units of insulin were missing and they were not registered in his insulin pump bolus history. Customer stated that his insulin pump was not delivering correctly. Nothing further was reported.